Event description:
(B)(4). This device case, which does not regard an adverse, reported by a pharmacist who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was using an unspecified medication for an unspecified indication. On (B)(6) 2012, it was reported that the patient's humapen ergo teal/clear pen body with a clear cartridge holder attached was broken at the fastener of the cartridge holder. (B)(4).the user and the user's training status were not provided. Device duration of use was unspecified. Return status of the pen was not provided. Update (B)(4) 2012: additional information received from the global product complaint system on (B)(4) 2012: added lot number to case.

Event description:
(B)(4). This device case, which does not regard an adverse, reported by a pharmacist who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was using an unspecified medication for an unspecified indication. On (B)(6) 2012, it was reported that the patient's humapen ergo teal/clear pen body with a clear cartridge holder attached was broken at the fastener of the cartridge holder. This report is associated with product complaint (B)(4) /lot 0307a07. The user and the user's training status were not provided. Device duration of use was unspecified. Return status of the pen was not provided. Update (B)(6) 2012: additional information received from the global product complaint system on (B)(6) 2012: added lot number to case. Update (B)(6) 2012: additional information was received from the global product complaint safety database on (B)(6) 2012: added the device safety summary, updated the device EU/ca and medwatch info fields, and product tab.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
No further follow up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting. Evaluation summary a pharmacist reported on behalf of a patient that their humapen ergo device was broken at the fastener of the cartridge holder. Investigation of the returned device (batch 0307a07, manufactured july 2003) found the cartridge holder engagement tabs were present. The reportable malfunction of a cartridge holder two tab breakage was not confirmed. No malfunction was identified. Improper use and storage - there is no evidence of improper use or storage.